Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8071814. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200745858, 200745840, 200745873, 200746005] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle had a plunger rod that the customer had to push really hard on during injection.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle had a plunger rod that the customer had to push really hard on during injection.

Manufacturer narrative:
Investigation summary: customer returned (4) loose 1/2cc, 8mm syringes. Customer states that he has to push really hard on plunger during injection. All returned syringes were tested and all plunger rods were able to be exercised in the barrel properly without any observed defects. A review of the device history record was completed for batch# 8071814. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200745858, 200745840, 200745873, 200746005] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle had a plunger rod that the customer had to push really hard on during injection.